Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced cloudy fluid. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy fluid and subsequently died coincident with peritoneal dialysis therapy. The report of cloudy fluid was manifested by weakness and loss of appetite. The cause of the cloudy fluid was not reported. Treatment rendered for the event was not reported. It was not reported if the patient recovered from the cloudy fluid. Nine days after receipt of this initial report, the patient died. The cause of death was due to cardiac arrest. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.